Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during kidney transplant, the stapler used in surgery was programmed in 4 stages. In 1st, 2nd and 3rd stages, the device performed stitching and cutting functions and stapled the vein, however in the 4th stage, it retracted the handle and released the vein. It stapled the vein but it did not compress completely. The vein already left from the jaw of the stapler without withdrawing the arm. It was reported that it released the vein (renal artery and renal vein) 2 times consecutively, after retracting the handle in the renal artery and renal vein in the first 3 stages. There was no patient injury.